Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on november 23, 2020 to november 24, 2020. Customer was treated with intravenous insulin, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer was performed stress test and it did not passed. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.